Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had been experiencing low pulsatility index (pi) and high powers since implant on (B)(6) 2015. On (B)(6) 2015, the power had increased to the 10-11 watts range. No alarms were noted. A data log file submitted to technical services for review confirmed six power spikes. The power value appeared to be trending upward and the average pi value appeared to be trending down. On (B)(6) 2015, it was reported that the vad team determined the outflow graft was malpositioned. The patient was reported to be clinically stable but was experiencing symptoms of heart failure. On (B)(6) 2015, the patient went to the hybrid or for transcatheter relief with placement of a stent through the kinked lvad outflow graft. High-pressure post-dilation with a 14 mm balloon was required. Post-procedure, the patient did not experience any power spikes and pi¿s remained at the appropriate levels. However, there was reportedly worsening evidence of lvad dysfunction due to thrombus despite remaining on therapeutic anticoagulation, including heparin and integrilin. The lvad was unable to maintain its speed and the patient remained in heart failure with low flow alarms noted. On (B)(6) 2015, the pump was explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
Approximate age of device - 6 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Device was received for evaluation on 07/10/2015. The device was returned to the manufacturer for review. Thrombus was confirmed through the evaluation of the returned lvad pump. The pump was returned assembled with the driveline cut approximately 7.5¿ from the pump housing and 19.5¿ of the distal portion of the driveline was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. The report that the sealed outflow graft was malpositioned could not be confirmed through the examination of the 3" of graft that was returned. Analysis of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Examination of the rotor upon disassembly of the pump revealed a thrombus formation surrounding its bearing ball. The lamination and denaturation of this formation indicate that it likely developed over an undetermined period of time while the pump was in use supporting the patient. Although a root cause for the development of the observed formation could not conclusively be determined through the evaluation, it could have contributed to the power elevations that were confirmed through the analysis of the log file provided by the account. A correlation between this thrombus formation and the report of a malpositioned sealed outflow graft could not conclusively be established. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.